Event description:
The hosp reported that during preparation for the evh procedure, the dissection tip nose cone detached while it was being tightened onto the scope. A replacement device was used to complete the procedure. No pt involvement nor complications have been reported.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.